Manufacturer narrative:
This event occurred during an unspecified date in (B)(6) 2019. (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink extension set with 1.2 micron filter leaked from a small crack in the tubing below the filter. The reporter stated that the issue was noted 2 hours after the start of infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.